Event description:
This is a report received by baxter (B)(4) from a customer (B)(6) about a broken cryocyte container (code: r4r9957, batch h08d03024) which occurred during thawing on (B)(6) 2010. Due to this rupture cryopreserved autologous hematopoietic stem cell concentrate got lost and lead to loss of 33% of target dose of session. Although, for the time being, an assessment of the impact on the therapeutic outcome for the patient affected remains speculative, the customer is evaluating this to date singular incident as potentially critical. Additional information provided in a letter from the customer: on (B)(6) 2010 we aliquoted and cryopreserved two autologous peripheral hematopoietic stem cell concentrates on behalf of (B)(6) (district hospital of (B)(6)) for the hematopoietic reconstitution following induction chemotherapy of a patient diagnosed with multiple myeloma. Both apheresis products were cryopreserved individually in autologous plasma containing 10% dmso, the concentration of nucleated cells in the finished products was adjusted to 1.6~o1* 1 ml. Six portions per product of 120 ml each were filled in cryocyte freezing containers 750 ml wi label pocket, batch no. H08003024, the latter subsequently deaerated, closed, loaded into aluminium cartridges and transferred to an automated controlled-rate freezing system. Following cryopreservation, the portions were transferred to 1 stored and finally shipped in the vapour phase of liquid nitrogen at below -140 degrees c. The first of two reinfusion sessions involved three portions of batch no 100614auk057 and was completed without complications on (B)(6) 2010. During the second reinfusion session on (B)(6) 2010, the primary container of one of the three remaining portions of the same batch broke during thawing: the loaded cartridge was submerged in a water bath at 39 degrees c for 30 seconds before being opened, the rupture being visible upon opening of the cartridge. We were immediately notified of the incident and the broken container including its content was frozen, returned to us for further investigation, and is still retained. (B)(6) has 10 years of operating experience in the cryopreservation of peripheral blood stem cells and bone marrow for human use.

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a cryocyte bag breakage that was discovered. As in all cases of cryocyte bag breakages, there is the potential of loss of engraftment with the loss of product. This puts the patient at greater risk. In this specific case, there was a negative consequence as the patient did not receive the intended dose of treatment. Also, if the cells are still utilized from the broken bag there is additional risk regarding sterility, infection, and/or additional adverse reaction. (B)(4). We have evaluated the complaint and have determined that it is consistent with breakage investigated in a corrective and preventive action record (CAPA(B)(4)). The lot reported was manufactured before corrective actions were implemented; therefore evaluation of the complaint sample is not necessary. (B)(4) was initiated to address this issue. As a result of multiple analyses, the two contributing root causes were identified as: nitrogen ingress through the ports resulting in breakage when nitrogen gas expands during thawing leading to a brittle fracture, and customer usage variability. The following process improvements were initiated: minimizing manufacturing variability through "mistake proofing", and minimizing customer usage variability by clarifying the "instructions for use" through label copy improvements. However, it must be noted that routine complaint monitoring has revealed a decrease in the field complaint rate before any actions were implemented. (B)(4) was closed on january 28, 2009. Complaint monitoring was conducted to identify complaints for lots produced post corrective action. This product is end of life. This complaint will be kept on file for trending purposes.